Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 526 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include loss of consciousness and nausea. The patient was treated with insulin but was unsure of type and dosage. Patient was prescribed ondansetron 4 mg, to be used as needed once every 6 to 8 hours. The patient was released within 12 hours. The pod was worn at time of ER visit.